Manufacturer narrative:
Concomitant: product ID 3889-28, lot# v501927, implanted: (B)(6) 2010, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported the lead and implantable neurostimulator (ins) will be explanted on (B)(6) 2013 due to an impedance issue. It was stated the patient¿s status was alive with no injury and no symptoms were reported.